Event description:
The reporter contacted animas on (B)(6) 2012 stating that the pump buttons were sticking and intermittently responding for several days. The reporter stated that the keypad was intact and there was no known trauma or moisture exposure to the pump. The patient reportedly wore the pump clipped at the waist and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission 12/27/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow and contrast keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.